Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to shortcut of charged coupled device cable, error b32 (scope data err) occurs, and an image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscopes experienced problems with image focus. This issue occurred during inspection for use. There were no reports of patient harm.